Event description:
It was reported that a japanese infusor 0.5 ml with patient control module (pcm) watch leaked. This issue occurred when the pcm device was being primed with an unknown drug in an operating room. The pcm device was not connected to the infusor at the time. There was no patient involvement. Additional information was requested and is not available. Report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample was visually inspected and functionally tested. No malfunctions were observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.